Event description:
It was reported that two episodes of supra ventricular tachycardia (svt) were classified by the implantable cardioverter defibrillator (ICD) as ventricular fibrillation (vf). Wavelet discriminator resulted in withholding a shock initially however two shocks were delivered when there was no wavelet match. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.